Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and two right ventricular (rv-one active tined, one abandoned) leads due to cied system/pocket infection. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics 12f glidelight laser sheath on the ra lead, stalled progress was encountered. Next, the same glidelight was used on the abandoned rv lead, alternating between the ra and rv leads until advancement was achieved near the rv lead tip. The abandoned rv lead popped free; however, the patient's blood pressure immediately dropped. Rescue efforts began, including pericardiocentesis, chest compressions, bypass, and sternotomy. An rv apex perforation was discovered and repaired (MDR #3007284006-2024-00058). It is believed that the lead had been implanted into the apex and had scarred over time. After the repair was complete and the patient had stabilized with an underlying rhythm, the procedure continued with the patient remaining on bypass with the chest open. The same glidelight was used to successfully remove the ra lead. Working to remove the active tined rv lead, a second rv apex perforation occurred when the lead released (MDR #3007284006-2024-00059). Repair to the second perforation was completed immediately, and the patient survived the procedure. This report captures the lld ez within the active tined rv lead when the second perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
H3): the device was discarded, thus no investigation could be completed. H6): cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Section d4: correction: the UDI# has been corrected to (B)(4). Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.